Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the drawer was failed on 6east pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed on 6east pyxis. The field service engineer found that the inseparable magnet had come off, which made the drawer difficult to open and close. The field service engineer replaced the rails and the inseparable magnet. After the replacement, a few drawers were undetectable. The station was powered off, all connections were checked and reseated, and after rebooting, all the drawers were detectable. The system functioned as intended after the field service engineer repaired the device.